Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation that was raw and broken open at one point. The patient's physician prescribed nystatin cream and mupirocin ointment. Follow up indicated that the irritation was still present but was improving.